Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the introducer spring wire guide (swg) frayed upon removal from the vessel, causing the pt pain in her chest and up and down her arm. The event occurred in the pulmonary function lab as they were trying to perform a stress test. They did not use ultrasound guidance for placement. On (B)(6) 2011, a medwatch report was received for this event. The procedure was being performed on a (B)(6) female pt. Upon removal from the vessel, the swg tip frayed, causing the patient pain in her arm from her hand to her shoulder. Ultrasound was not used in the swg's placement. It is unclear whether this is a use error or a product problem and arrow is working with us to determine if additional education is needed.